Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of stroke with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this stroke. The patient has a history of stroke and the pdrn stated that the neither the liberty select cycler nor pd therapy are suspected as causing the patient event. Stroke is very common in all stages of chronic kidney disease (ckd) with poor outcomes for patients after stroke. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s stroke event with hospitalization.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2020 for a stroke. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in active pd treatment connected to the liberty select cycler at home, when they experienced a stroke. The patient¿s spouse transported the patient to the local hospital where they were admitted. The pdrn stated that although the patient was in active treatment at the time of the event, their stroke was unrelated to pd therapy or their utilization of the liberty select cycler. The patient has a past history of stroke prior to starting pd therapy in (B)(6) 2019 (date unknown). The patient was discharged to a rehabilitation (rehab) facility on (B)(6) 2020. The patient remained in rehab until 04/oct/2020 when they were discharged to home. The patient was continuing to complete pd therapy utilizing the same liberty select cycler without issue.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.